Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image with the 180-endoscope due to printed circuit board failure was noted. In addition, the front panel was broken at stud bolt. The power switch in led was broken and found dirty. The initial evaluation indicated that these evaluation findings can be attributed to wear/tear which is likely caused by user's mishandling and increasing use and time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported an unspecified event relating to the evis exera iii video system center. The customer reported that the event occurred during preparation for use, prior to an endosonographic procedure or after the change from gastroscope to endosonography device. A similar device was used to complete the procedure with an insignificant prolongation due to the change of device. During a standard service inspection of the customer returned device, printed circuit board failure was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the image of 180 scope was not displayed due to the faulty printed circuit board. It was surmised that the phenomenon occurred due to the faulty printed circuit board (dr board) caused by design failure. The subject device was manufactured before the design was changed. The change history of parts was checked and it was found that the design of the dr board was changed on (B)(6) 2018. It was confirmed that the circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that blackout might occur inside the mask of 180 scope). The modified product was shipped after (B)(6) 2018. Other investigation findings were as follows: output connector socket is deteriorated; front panel is broken at stud bolt. Power switch inside the led ring is broken and dirty. Olympus will continue to monitor field performance for this device.